Event description:
Revision surgery - due to the patient falling and beginning to loosen.

Manufacturer narrative:
The reason for this revision surgery was due to loosening. The previous surgery and the revision detailed in this investigation occurred 2.7 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) # 20291 associated with the part # 202-01-110, femur, non porous, size 10,right, which documents a nonconformance that out of 9 quantity, 5 items were rejected due to out of tolerance of a perpendicularity tolerance. It was reworked with suitable operation and were accepted. All other items in the lot met the design, fit and function requirements. The device was within its respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to loosening. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. Agent has clearly mentioned that the patient fell and began to loosen, it seems that the event may have been occurred due to trauma, patient noncompliance with medical instructions or patient activities. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.

Manufacturer narrative:
Additional narrative: concomitant medical products: additional concomitant items needed to be added to the MDR complaint. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.